Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that this device was "unable to analyze ECG, delayed treatment." They reported that the waveform looked like 60 cycle interference. The device was in the AED mode at the time of the reported symptom. This event occurred during use of the device on a patient. The users switched to a different defibrillator (a philips frx device) to deliver therapy to the patient who was in ventricular fibrillation (vf). The patient was successfully resuscitated.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The electronic event file from (B)(6)2017 at 2:56:31 pm was reviewed. The file showed that the device was powered on into the AED mode. The presenting ECG was a thickened/wide black waveform consistent with 60 hz interference. The device gave an "artifact detected" message, followed by a "cannot analyze" message. The users delivered chest compressions but when attempting further analysis they got the same "artifact detected" and "cannot analyze" messages. The users then switched to the frx device to deliver therapy. They later placed the patient back on this defibrillator, in the ambulance. ECG leads were placed and showed a tachycardic rhythm at 160 bpm. A 12-lead ECG was acquired. The device was powered off at 28:15 elapsed time. The troubleshooting chapter of the mrx instructions for use (IFU) provides troubleshooting information on defibrillation and pacing issues. The "analyzing stopped" or "cannot analyze ECG" message in the AED mode may be cause by either excessive patient movement or radio/electrical sources that interfere with ECG analysis. The user is directed to "minimize patient movement. If the patient is being transported, stop if necessary".; and "remove possible sources of interference from the area." A philips field service engineer (fse) will be going on site to evaluate the device. The fse was not able to reproduce the failure when performing the operational check test and found all tests passed. The fse reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and was placed back in service. Philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted.